Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable, or unchanged. Additional information. Investigation ¿ it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Catalog number and lot number are unknown, but the tulip filter is manufactured and inspected according to specification. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information: investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Unknown if the reported pain and dvt are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The catalog number and lot# are unknown, but the filter tulip is manufactured and inspected according to specifications. The following allegations have been investigated: unable to retrieve, vc/organ perforation, fractured, tilt, occlusion, pe, pain, dvt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Manufacturer narrative:
H6: patient codes: vessels, perforation of (2135)-listed in IFU; no code available (3191): vertebral body perforation-not listed in IFU h6-device codes: fracture (1260)-not listed in IFU; appropriate term/code not available (3191): perforation-listed in IFU; difficult to remove (1528)-listed in IFU this report includes information known at this time. A follow up report will be submitted should additional relevant information become available this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per the (B)(6) 2016, retrieval report (attempt): "preoperative diagnosis: occluded inferior vena cava and iliac veins with inferior vena cava syndrome. Procedure performed: attempted retrieval of inferior vena cava filter, endovascular recanalization of the bilateral-iliac veins and inferior vena cave with extension to the common-femoral veins bilaterally using wall stents. Inferior venocavogram demonstrated the occlusion of the lower inferior vena cava below the stent". Per the (B)(6) 2016, computed tomography angiogram, abdomen/pelvis combined study with contrast: "inferior vena cava: there is an infrarenal inferior vena cava filter with its superior hook at the level of the renal vein confluence/l2 inferior endplate. One of the inferior vena cava filter legs is identified perforating into the left infrarenal abdominal aorta without evidence of hemorrhage. Another filter leg is fractured and extends into the l3 vertebral body".

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received identified the patient allegedly received an implant on (B)(6) 2007 via the right internal jugular due to recurrent deep vein thrombosis. The patient is alleging tilt, vena cava perforation, fracture, the device is unable to be retrieved, organ perforation, vena cava occlusion, collateral formation, long-term anticoagulation therapy, inferior vena cava stenting, deep vein thrombosis and pulmonary emboli. The patient further alleges, "I can no longer jog 5 miles daily; run; weight lift; do household chores; go grocery shopping; or lift heavy objects. Now I am unable to stand for more than 15-30 minutes at a time, and I cannot walk short or long distances without being short of breath" and chronic pain. Additionally, the patient alleges, " I have experienced emotional and physical pain and suffering due to the inferior vena cava filter. In (B)(6) 2016, in the surgery for attempted removal of my inferior vena cava filter, the physician performed endovascular recanalization of my inferior vena cava and iliac veins down to the level of the lower external iliac veins. In april 2016, the physician assessed me with having inferior vena cava syndrome resulting in leg edema, induration, hyperpigmentation, and ulceration. I had a computed tomography can on (B)(6) 2016 and he found evidence of tilting, inferior vena cava perforation, and one of the inferior vena cava filter legs is fractured and extending into my l3 vertebral body. I have also experienced the following: constant chest pain and discomfort that feel like a heart attack; I have had several hospital admissions for pulmonary emboli due to filter being damaged and the blood clots breaking through the filter. I experienced anxiety before the filter was placed but it has now significantly worsened".

Manufacturer narrative:
Non-healthcare professional. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2007. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.